Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Analysis of the pump, model# 8637-20 , serial# (B)(4), found overinfusion of undermined root cause (overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). The pump will be sent for long term dispense and weight testing, using last known infusion rate from full to empty. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The system was returned for disposal with no alleged issue from the field. The patient received dilaudid (37.5mg/ml, 16.001mg/day) and bupivacaine (15mg/ml, 6.4mg/day) in an implantable pump for spinal pain. No further information was provided.

Manufacturer narrative:
The conclusion code was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.